Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui to bd cable. The device passed calibrations and the performance verification test (pvt). A visual inspection of the returned part was conducted and a slight indentation was observed on the outer insulation of the cable about 17cm from the gui connector plug, near the position where the cable would exit from the gui housing. The unit was attached to the failure investigation test ventilator for analysis. The vent alarmed immediately with a 'settings locked out' message on the gui screen indicating no communications between the gui and bd. When the cable was manipulated, communication was restored temporarily between the gui and bd pcbs indicating an intermittent break in the cable. On further investigation, using an ohmmeter, it was discovered that there was a break in the inner core of the internal co-ax cable approx 17 cm from the gui connector at or near the entry point to the gui housing.

Event description:
A report received from the USA stated an 840 ventilator experienced a device alert indicating a loss of graphical user interface (gui) to breath delivery (bd) communications. There was no pt involvement.